Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event.  There is also no clinical evidence to suggest that the device caused or contributed to the reported event. In addition, the medical team was unable to determine the exact cause of the reported event.  Therefore, based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities; including the patient's significant cardiac history and 30 year history of smoking, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that this patient was hospitalized for treatment of gi bleed. The patient was on coumadin and aspirin for anticoagulation therapy which were held on admission. He presented with fatigue, dizziness, nausea, dyspnea, and weakness which progressively worsened overtime and in the standing position. The patient denied vomiting, gross blood in stool, abdominal pain, hemoptysis or hematuria. On admission the patient's hemoglobin & hematocrit (h&h) was 6.8/20.8 respectively. He was transfused multiple units of packed red blood cells (prbc's) throughout his hospitalization. His h&h progressively increased and then stabilized on (B)(6) 2015. The patient reported feeling better following the transfusions. Egd results revealed gastropathy with erosions. The patient was started on proton pump inhibitors. He was discharged home on (B)(6) 2015 in stable condition.